Event description:
It was reported that, during reprocessing, the scope tested positive for filamentous fungi. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Based on the results of the investigation, the reported event could not be confirmed and a root cause could not be determined at this time. A supplemental report will be submitted if additional information becomes available at a later date.

Event description:
It was reported that, during reprocessing, the scope tested positive for filamentous fungi. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.